Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the collagen sponge from the angio-seal device was found detached during preparation. The device was not used and another angio-seal device was used to achieve hemostasis. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. (B)(4). One 8 fr angioseal sts plus was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The deployment sleeve was in the in between position and not extended completely. The anchor was posted against the sheath. An arteriotomy locator was returned as well. The reported event description does not match the returned device since the sheath and carrier tube were found mated upon receipt. Functional testing was conducted. The deployment sleeve was moved into the full rear lock position and the anchor posted taut to the sheath. The anchor was manually tugged and the suture released as intended along with the tamper tube. There were no functional anomalies noted with the posting of the anchor. The angioseal sts plus IFU describes the process of manipulating the deployment sleeve with graphics. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the device was not pulled back to the full rear lock position which could have led to the reported pullout event.